Event description:
On (B)(6) 2004 a pt underwent repair of an abdominal aortic aneurysm using the gore excluder aaa endoprosthesis. Follow up care revealed graft migration with aneurysm enlargement secondary to the placement of an oversized device. On (B)(6) 2005 the pt was converted to an open repair and all gore devices were explanted and discarded. Due to pt anatomy endovascular repair was not an option. The pt tolerated the procedure and is currently reported to be doing well.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs.